Manufacturer narrative:
H11- upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).

Event description:
The reporter indicated the surgeon reported a "scar" on the optical body of a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter. There was no patient contact. The "scar" was noted after removing the lens from the vial. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: work order search: no similar complaint was reported for units within the same lot. Claim # 733971.